Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735821r, serial/lot #: (B)(6), ubd, UDI#: (B)(4). H3 - a manufacturer representative went to the site to service the system. The camera was replaced. Evaluation of the returned camera confirmed the event. The returned psu contains scratches on the housing and lenses. A check of the even log showed intermittent firmware incompatibility dating back to aug. 2017, as well as intermittent illuminator current low. The was also a low battery voltage message, along with bump detected and storage temperature exceeded. Otherwise, it passed an accuracy test (aak) at 0.088mm with a passing threshold of 0.250mm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that the system displayed a localizer faulted error message. There was no patient involvement.